Manufacturer narrative:
Original MDR 2517506-2017-00819 was filed 11/21/2017. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin (tni) result obtained on a patient sample on the dimension exl system. The cause for the falsely discordant elevated tni result is unknown based upon the information provided. There were no other reports of discordant elevated cardiac troponin (tni) patient samples. Both the dimension rxl and the alternate non-siemens method which gave lower results use different methodologies for identifying troponin. No sample was available for siemens evaluation. Per the instructions for use for dimension cardiac troponin I (tni): "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause of the discordant elevated tni result is unknown. Siemens is investigating the incident.

Event description:
A discordant elevated cardiac troponin (tni) result was obtained on a patient samples on the dimension exl system. The result was reported to the physician who questioned the result. The same sample was tested on an alternate siemens instrument and on an alternate non-siemens instrument and lower, negative results was obtained. There was no report of adverse health consequences as a result of the discordant elevated dimension tni results on the dimension exl.